Event description:
It was reported that an ilet user experienced sustained hyperglycemia with blood glucose readings in the 200s, peaking at 267 mg/dl, after a recent supply change; the user¿s caregiver suspected the infusion tubing was not properly primed, and levels began to trend down as the system was allowed time to correct following another supply change. Symptoms included elevated blood glucose. Outcomes included no hospitalization and self-management at home. Investigation included review of the event history, patient report, and troubleshooting and education regarding supply change and priming technique. Investigation of this case revealed user-reported improper priming as a plausible contributor, with blood glucose subsequently improving after supply change. It was concluded that hyperglycemia occurred with a likely use-related issue involving infusion setup and that the device continued to deliver therapy as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.